Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. After receiving assistance from technical support, the caller reset the pump using the provided information, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reoccurred.